Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, the contact believes the pump is not functioning properly. Multiple attempts were made to follow up with the customer; however, no additional information was provide on the reported event.